Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular lead was failing to capture and sense. Programming changes were made. Patient returned home and experienced slow heart rate and discomfort. The lead was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the pin measuring 22.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.